Manufacturer narrative:
The patient's gastrointestinal bleeding was reported under MFR #2916596-2021-03587. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
After the pump was turned off, the patient passed on (B)(6) 2023 due to heart failure. The patient had been denied pump exchange or outflow graft revision due to no viable access for cardiopulmonary bypass, recurrent gastrointestinal bleeding, and lack of improvement in quality of life post left ventricular assist device (lvad) implant. It was also reported that the outflow graft issue did contribute to and accelerated the patient's passing.

Manufacturer narrative:
Manufacturer's investigation conclusion the report of an outflow graft kink was confirmed through the evaluation of the submitted images; however, the suspected outflow graft thrombosis could not be confirmed through the submitted images and no product was returned for evaluation. A specific cause for the observed outflow graft distortion could not be conclusively determined. Review of the account¿s submitted log files confirmed the reported low flow alarms with a decrease in flow to 0 liters per minute (lpm); however, a specific cause for these events and a direct correlation to the observed outflow graft kink or suspected thrombus could not be conclusively established. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported shortness of breath, dizziness, and subsequent patient outcome could not be conclusively established. The controller event log file contained events from (B)(6) 2023. The file captured a sudden decrease in flow down to 0.0 lpm on (B)(6) 2023 resulting in a continuous low flow hazard alarm throughout the remainder of the file. No other notable events or alarms were observed. Despite the decrease in flow, the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿implant procedures¿), warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Section 5 of the IFU, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had shortness of breath and dizziness accompanied by a low flow alarm. A review of the log file revealed a sudden decrease in the flow on (B)(6) 2023 from 2350:10 to 23:50:21 were the flow dropped from 3.8 lpm to 0.0 lpm. The pump maintained a set speed of 5700rpm during this period. Computerized tomography scans revealed a kink in the patient's outflow graft. The patient's low flow alarms did not resolve and an extended alarm silence was initiated once the patient was in the intensive care unit. The pump was turned off and the patient went into hospice care.